Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a broken bottle was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: "customer finds this morning a lytic anaerobic plastic vial that was flagged positive in a bactec fx40 sn.(B)(4). When she opened the instrument the vial was cracked and broken inside the instrument. "

Manufacturer narrative:
H6: investigation: bd was unable to reproduce customer¿s experience with the bactec product for leakage/cracked bottle defect. Satisfactory results were obtained from retention samples when visually inspected. Batch history record review did not identify any evidence for which the customer submitted the complaint. Four (4) photos with leakage and blood exposure were received . Complaint is confirmed based on photos received from the customer. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. A technical assessment was performed in the media filler system bactec line #5 and brenton packaging plastic bottle line #5 to determine any mechanical issues and/or breakdowns during manufacturing process of aforementioned batch. Upon evaluation of breakdowns/incidents reports there were no malfunctions reported. Investigation revealed that preventive maintenance to the filler bottle media bactec line #5 and weiler bottle labeler bactec packaging were completed on time as scheduled. No root cause was identified. Bottle supplier implemented preventive actions to the manufacturing process in (B)(6) 2021. This batch was manufactured prior to the preventive actions. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a broken bottle was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: "customer finds this morning a lytic anaerobic plastic vial that was flagged positive in a bactec fx40 sn (B)(6). When she opened the instrument the vial was cracked and broken inside the instrument. "